Event description:
It was reported that .. "Dr [ ] reported that the tulip head came off screwthread. Patient summary, based on surgeon letters; bechterew patient with progressive tl kyphoses. First surgery date: (B)(6) 2011; wig osteotomy l4 and fusion t8 ¿ s1. (B)(6) 2013; patient comments to be in severe pain. According to the surgeon letter the CT and MRI show signs of spondylodiscitis anteriorly at l4-l5. Second surgery date: (B)(6) 2013; anterior osteotomy and in situ spondylodese l4-l5 by using boneblock from iliac crest (left side). Post op treatment with bracing. (B)(6) 2013; standard follow-up check. Surgeon reports that x-ray images show that at s1 left the tulip head came of screwthread. To the surgeons conclusion this resulted in a andersson laesie at l4-5 by status after columnotomy, cristablock l4-5 still in good position. Patient supported by brace. Third surgery date: (B)(6) 2013; in order to achieve full fusion, better posterior stabilization required, according to the surgeon. Broken screw s1 has been replaced and construct has been revised and prolonged. The (x-ray) images related to the patient summery, can be found attached to the email where this document was sent with as well (date: 23-5-2013)"

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Ae report has been submitted previously in relation to the (B)(4).

Event description:
It was reported that .. "Dr [ ] reported that the tulip head came off screw thread. Patient summary, based on surgeon letters; bechterew patient with progressive tl kyphoses. First surgery date; (B)(6) 2011; wig osteotomy l4 & fusion t8 - s1. (B)(6) 2013; patient comments to be in severe pain. According to the surgeon letter the CT and MRI show signs of spondylodiscitis anteriorly at l4-l5 - 2nd surgery date: (B)(6) 2013; anterior osteotomy and in situ spondylodese l4-l5 by using boneblock from iliac crest (left side). Post op treatment with bracing. (B)(6) 2013; standard follow-up check. Surgeon reports that x-ray images show that at s1 left the tulip head came of screw thread. To the surgeons conclusion this resulted in a andersson laesie at l4-5 by status after columnotomy, cristablock l4-5 still in good position. Patient supported by brace. Third surgery date: (B)(6) 2013; in order to achieve full fusion, better posterior stabilization required, according to the surgeon. Broken screw s1 has been replaced and construct has been revised and prolonged.